Event description:
T-peel introducer advanced into vein and at this time rt blue wing broke away from hub and plastic catheter peeled down approximately 1/3 length of catheter. Catheter and needle removed immediately and pressure applied to site. Reported device malfunction to co. Co will send biohazard container for return.